Manufacturer narrative:
H6: proposed annex g code: mechanical (g04) ¿ drill. The reported event is confirmed as the device was returned. Visual examination of the returned product identified the end of the cutting feature is split ¿ not fractured. The cutting feature also exhibits damage and wear and tear that indicates repeated use. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the post reamer fractured at the tip during an initial total shoulder procedure. The correct surgical technique was used, and no patient impacts were reported due to this malfunction. The surgery was completed with a different device. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.